Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 574 mg/dl. Customer¿s current blood level was 492 mg/dl. Customer had symptoms such as feeling pain in his leg and a little bit of difficulty breathing. Customer was treated with manual shot. Customer stated that the there was no leak and air bubble. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.